Event description:
A customer contacted baxter's (B)(4) requesting assistance with re-priming the patient line. The technical services representative (tsr) assisted as requested. The home patient (hp) stated the patient line overflowed some solution. The hp would connect and start the therapy. There was patient involvement. Product surveillance contacted the peritoneal dialysis registered nurse (pd rn) regarding the over prime of the patient line. The pd rn stated the supplies were not available and the lot was not known. The pd rn stated the hp set the cycler up incorrectly. The pd rn reviewed the proper setup and the hp was doing fine with therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a overprime (leak out of patient line) that occurred during prime was not confirmed due to a lack of sample. The cause was undetermined. A batch review was not conducted, as a lot number was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.